Manufacturer narrative:
This (B)(6)-old female subject was enrolled in a company-sponsored interventional study titled "(B)(6)" (protocol: (B)(6)).the subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 846839) inserted. The report describes a case of menopausal symptoms ("menopausal complaints"), fatigue ("fatigue") and musculoskeletal disorder ("musculoskeletal complaints"). The subject's past medical history included multigravida, parity 3, gravida ii, c-section and gravida in 2006. The patient has not known proximal tubal occlusion in either tube. She does not have prior abdominal surgery other than c-section. There is nothing remarkable in the subject's health history. Her last menstrual cycle was in 2006. Previously administered products included for an unreported indication: naproxen and mirena. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject experienced menopausal symptoms (seriousness criterion intervention required), fatigue (seriousness criterion intervention required) and musculoskeletal disorder. The subject was treated with surgery (removal essure on (B)(6) 2017 on patient´s request), surgery (removal essure on (B)(6) 2017 on patient´s request) and surgery (essure removal on (B)(6) 2017). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the menopausal symptoms, fatigue and musculoskeletal disorder had not resolved. The investigator considered fatigue, menopausal symptoms and musculoskeletal disorder to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both tubal ostia was achieved during insertion. Insertion procedure took 5 minutes. After insertion, one trailing coil was seen on both tubes. Events were considered non-serious by the investigator. Follow up with patient due to essure removal will be done in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jun-2017 for the following meddra preferred terms: menopausal symptoms. The analysis in the global safety database revealed (B)(4) cases. Fatigue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 846839 (production date apr-2011, expiration date apr-2014). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 6-jun-2017: events outcome updated. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) received fallopian tube occlusion insert for birth control. The report describes a case of menopausal symptoms ("menopausal complaints"), fatigue ("fatigue") and musculoskeletal disorder ("musculoskeletal complaints"). The subject's past medical history included multigravida, parity 3, vaginal delivery, c-section and delivery. The patient has not known proximal tubal occlusion in either tube. She does not have prior abdominal surgery other than c-section. There is nothing remarkable in the subject's health history. Her last menstrual cycle was in 2006. Previously administered products included mirena and naproxen (prior to essure insertion procedure). On (B)(6) 2011, the subject started fallopian tube occlusion insert. On (B)(6) 2016, the subject experienced menopausal symptoms (seriousness criterion clinically significant/intervention required), fatigue (seriousness criterion clinically significant/intervention required) and musculoskeletal disorder. The subject was treated with surgery (removal essure on (B)(6) 2017 on patient´s request). Fallopian tube occlusion insert was withdrawn. At the time of the report, the menopausal symptoms and fatigue had not resolved and the musculoskeletal disorder outcome was unknown. The investigator considered menopausal symptoms, fatigue and musculoskeletal disorder to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both tubal ostia was achieved during insertion. Insertion procedure took 5 minutes. After insertion, one trailing coil was seen on both tubes. Events were considered non-serious by the investigator. Follow up with patient due to essure removal will be done in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: pregnancy test urine result was negative. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2017: on (B)(6) 2017: the events severe "fatigue" and severe "musculoskeletal complaints" started on (B)(6) 2016, outcome unknown at time of report. The events were considered possibly related to study drug. Updating the outcome of these events will have to wait 3 months until the subject visits the clinic for her follow up. Then she can be questioned if she recovered from all her complaints after removal of essure devices . On (B)(6) 2017: new information added to the case according to fu from investigator: patient's medical history; outcome and treatment of event fatigue; insertion procedure details. On (B)(6) 2017: no new information on (B)(6) 2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this study case report refers to a (B)(6) year-old female subject who was enrolled in a company-sponsored interventional study. She had essure (fallopian tube occlusion insert) inserted and 5 years later had menopausal complaints and fatigue. Essure was removed approximately 5.5 years after insertion, on patient´s request. The events had not resolved. These events are unanticipated in the reference safety information for essure, and were considered non-serious by the investigator. Menopause is a reflection of ovarian follicular depletion, with resulting hypoestrogenemia and high follicle-stimulating hormone concentrations. The age at natural menopause varies due to environmental and genetic factors. The menopausal transition (perimenopause) begins on average four years before the final menstrual period, and includes a number of physiologic changes. In the present case, consumer´s age was compatible with the reported menopausal complaints. In addition, fatigue may be related to some lifestyle factors and underlying conditions. Essure has a local non-hormonal effect in the fallopian tubes, and does not interfere with the ovarian function. The investigator considered both events as possibly related to essure. As in this case essure removal was performed on patient´s request, the case was regarded as incident because device removal was required. Additional non-serious event musculoskeletal complaints was also reported. Further information is expected.